Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The sensing vector was set to the secondary vector at the time of the shock. Technical services discussed some programming and testing options. There were no additional adverse patient effects. The system remains implanted.